Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, patient age and activity level and the return of the explanted devices was requested in order to progress with the investigation of this event, however, it was confirmed that this information was unavailable and that the hospital had discarded of the explanted devices following the revision and thus they could not be returned. Therefore, there was only very limited information for the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available for this case, no further investigation can be conducted and thus corin now considers this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts / trinity revision after approximately 7 months due to pain. It was found intra-operatively that the stem was loose.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, patient age and activity level and the return of the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA.

Event description:
Trifit ts / trinity revision after approximately 7 months due to pain from loosening of the stem.